Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist reported a readings issue with the freestyle libre sensor, on behalf of a customer. The customer reported readings that were up to 50 mg/dl or 35% different from competitor system, and provided example in which they obtained a capillary result of 150 mg/dl and sensor was reading < 100 mg/dl. There was no report of third-party intervention required due to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.